Manufacturer narrative:
An attempt to reproduce the reported event using guardian app version 1.4.0 installed on the samsung s21 android 12 with transmitter was conducted and confirmed that the issue was reproduced. The software did not successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications (B)(4). Version f after conducting a thorough investigation, we have found that it's probably the software anomaly, it's known issue: after the mobile device has been restarted or app was killed by the os on the greylisted device then the alerts are not generated along with other notifications including the updated sg values on the notification screen. This is because the app is need to be restarted to generate alerts, usually app is restarting automatically in background - but on the greylisted device the restarting process is being blocked by greylist screen, so the application need to be re-launched manually by proceeding to home screen from greylist screen. Issue is fixed for the upcoming release of version 1.5. The esf number corresponding to this issue is: (B)(4). To help with the resolution of the issue we provided helpline with the following steps: a. Start the application manually few times per day and if app was killed by the os press the â¿¿continueâ¿? Button on the greylisted device msg. B. Lock the app in recent: 1. Open recent apps. 2. Find your app. 3. Long-press the icon of the app. 4. Select keep open. C. Background usage: 1. Go to app info 2. Select app battery usage. 3. Tap the actual text (not the slider) that says "allow background usage". 4. Select unrestricted. D. Disable pause app activity if unused: 1. Go to app info 2. Disable ""pause app activity if unused"" e. Select "unrestricted" on battery/battery saver: 1. Go to app info. 2. Select "battery/battery saver". 3. Select "unrestricted". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported because of the lack of notifications, customer did not see his blood glucose going down, so customer got hypoglycemia and got into the hospital. The customer reported no adverse event.the event involved product mmt-8201. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. No product mmt-8201 return is required

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.